Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a device check. High pacing impedance was noted on the right atrial (ra) lead, and the right ventricular (rv) lead was causing diaphragmatic stimulation. The patient did not experience any symptoms due to the high pacing impedance but felt diaphragmatic stimulation from the rv lead when lying down. The patient was brought to the ep lab the following day and both leads were capped and replaced on (B)(6) 2024. The procedure went well with no complications.